Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open when accessed. The customer attempted recovery procedures; however, the recovery attempts were unsuccessful. A hard reboot of the station was also performed, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 5.1 failed to open. A field service engineer (fse) found that half height (hh) cubie drawer 5.1 was not detected on the bus, with no lights on the drawer controller. The fse identified that the retractor band connector to the pyxis module controller (pmc) board was loose and replaced both the retractor band and pmc board. After rebooting, the drawer auto recovered. The fse ran tests in the hardware test application (hta), which passed, and verified access to drawer 5.1 through the application during refill, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.